Event description:
Approx. One (1) year after implantation, patient began experiencing groin pain and had a cyst drained in (B)(6) 2012. Patient is still having pain and has seen 5-6 surgeons who all believe her problems/pain are due to her metal-on-metal implants. This complaint has been reopened because a report received from sales rep indicates that the patient was revised on (B)(6) 2012 to address hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.